Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section g report source a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet had been transitioning repeatedly between a white and black screen, it appeared to be caused by a hard disk drive (hdd) crash. A field service engineer (fse) replaced the hard drive to resolve the issue. A technical support specialist (tss) confirmed that the hard drive had been replaced. A crash protocol was required and was performed by another tss. The tss located the conversation with the pse regarding the issue, as well as the post in engserv. The tss logged into the system remotely, and it appeared to be up and running. The issue was resolved. The system functioned as intended after the field service engineer replaced the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini device had hard drive crash, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini device had hard drive crash, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.